Manufacturer narrative:
The detachment of the the tubing from under the boot was the result of the application of an unusually high tensile stress applied on the lead body, not the boot, during attempted removal of the lead. No manufacturing defects were noted.

Event description:
The reporter indicated that one week post-implant, the lead was replaced due to a lead dislodgement. During replacement, when trying to extract lead from pacer, the coil was extended from connector portion.